Event description:
Left side capsular contracture baker grade iii.

Event description:
Left side capsular contracture baker grade iii.

Manufacturer narrative:
The device was returned intact and functional; upon return, the device gel was noted to be white/cloudy. No additional observations.